Event description:
On august 13, 2009, the lay-user/pt contacted lifescan alleging that a one touch lancing device had a damaged lancet holder. The pt indicated that the alleged lancing device issue started two days prior to report, at around 12:00 pm. As a result of the alleged issue, the pt administered self-care by consuming less food/drink(s). During dinnertime that same day, the pt reportedly administered self-treatment by eating food and/or drinking a beverage. The next day at an unspecified time, the pt claimed that she developed symptoms of a rapid heartbeat. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, what actions the pt took before and after the symptoms developed, if the pt attributed the reported symptom of a rapid heartbeat to high and/or low blood glucose, and if she was able to test her blood glucose before and after the symptom started. The lancing device was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the allege lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.